Manufacturer narrative:
In regard to this incident a featherlight phaco handpiece with serial number (B)(6) and a phaco needle along with the plastic wrench were returned for investigation. Visual inspection of the handpiece revealed scratches and dents on the sonotrode and no other anomalies. Visual inspection of the needle confirmed it was broken, and the wrench showed significant wear. From the conditions of the needle (it being bent near the breaking point) most likely cause of breaking is metal fatigue due to reprocessing and re-use. Functional inspection of the handpiece found no anomalies, all tests were within limits and the handpiece functioned on nexus without any errors. It is unclear what caused the reported error and malfunction of the handpiece. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. Similar incidents and associated number of devices on the market were determined by taking the number of phaco handpieces (of any type) and the number of phaco needles (of any type) and comparing those numbers to numbers of incidents with failure mode as reported ph-needle-notdetected and ph-needle-broken. It should be noted that handpieces and some phaco needles are reusable so the number of performed surgeries is higher than the number of devices. It should also be noted that most of needle not detected issues does not include prolonged surgery. Please note that the incident that is the subject of this report is included twice in the table above, both as ph-needle-not detected and as ph-needle-broken.

Event description:
We were informed that during the phaco fragmentation step of a surgical procedure, error codes npha001 ("tip loose") and npha008 occurred. The issue was reproducible with fragmentation needle types 3005.ft and 3005.f106 and the needle was found to be broken. No report of patient/user harm. However, the procedure had to be adjusted (nucleus had to be removed via the anterior chamber) and was prolonged due to this event.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Event description:
We were informed that during the phaco fragmentation step of a surgical procedure, error codes npha001 ("tip loose") and npha008 occurred. The issue was reproducible with fragmentation needle types 3005.ft and 3005.f106. No report of patient/user harm. However, the procedure had to be adjusted (nucleus had to be removed via the anterior chamber) and was prolonged due to this event.